Event description:
While preparing patient for chest exploration bedside, nurse attempted to connect patient to external pacemaker using epicardial wires. The process in pctu is to always have the pacemaker attached and ready to go for all chest explorations. Patient fortunately did not need emergent pacing. Epicardial lead connector pins would not fit into eight different cables. Md at bedside and finally was able to get pins into the cables - but it was a very tight fit and not easy to do. Cables have been saved. Packaging unfortunately was not saved. Bedside nurse shared that she feels the size of the epicardial lead connector pins "look larger" to her.